Event description:
During telemed visit on (B)(6) 2020, patient indicated a small tear to external covering of vad driveline. Recommended covering tear with black electrical tape and will replace with silicone on next office visit.